Event description:
It was reported that during pre-op, the physician opened the emg tube package and conducted an inflation test of the cuff. It was found that the cuff could not be inflated. User tried to inflate 3 times, gave 5ml for the first time, but found that the inflation was not successful, inflated 5ml again for the second time, still no success, continued to inflate 5ml for the third time, but the cuff still did not inflate. User mentioned that adhesion might occur at the cuff, causing the cuff to not inflate after inflation. There was no patient involvement. Product package was not damaged.

Manufacturer narrative:
Visually, the pouch was open from 3 of 4 sides and contained only a size 6 emg tube. There was no damage noted in the construction of the device. There were traces of a clear residue found on the cuff. The paper tape on wire harness was intact when returned. Functionally, a syringe was used to inject 20cc of air into the cuff, and the cuff inflated/deflated with no issues. For further analysis, the inflated cuff was submerged under the water for leak observation and found no leakage. There were no issues found during the analysis of the returned device. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.